Event description:
It was reported that the brakes were on, but the indicator lights at siderails and footboard showed the brakes were off.

Manufacturer narrative:
Result: switch bracket out of position.